Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A consumer reported having lines in vision that look mechanical like railroad tracks in both eyes post lasik. They are causing prism and rainbow effect when looking at white lights. The patient states "it¿s extremely distressing and debilitating". Additional information received states the prismatic effect is worse at night. The surgeon stated the flap and eyes look perfect and does not understand why the patient is having issues. The patient has been prescribed anxiety medication because the glare is interfering with his quality of life. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided states that the patient's symptoms were significantly improved. The patient has resumed driving at night and resumed working. The patient's uncorrected visual acuity was reported as "excellent". The patient still has eye pain but believes this associated with dry eye. The patient is wearing a scleral contact lens, has had lipiflow, still using topical steroid drops, tapering off oral pain medication, and using topical artificial tear drops. No longer considering flap lift.

Event description:
Additional information received states that the patient is seeing a pain specialist and had five nerve blocks in the left eye. Following the injections the left eye is improving. The patient will continue to see the pain specialist for consideration of more injections. The patient is still being managed for dry eye and the rainbow glare has diminished but is still noticeable at night.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).